Event description:
It was reported that the patient was implanted with an artificial urinary sphincter 3 weeks ago. The patient went into retention post op and was never resolved. The patient underwent a revision surgery. The patient was opened up during the revision surgery and it was found that the cuff had rotated to the patients left with the tubing going to the right. The physician indicated that it appeared that the rotation was causing the retention. A new cuff was removed. New artificial urinary sphincter 4.5 cm cuff was placed proximal to the original cuff and attached to existing pump. Additional information received indicated the patient was treated with an indwelling catheter. The physician indicated the cuff was too small and contributed to the retention. The patient outcome following the surgery was reported as recovering.